Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient reported a bruise from the ucor hfams patch. Patient described the area as sore and black under the patch adhesive where it was previously open. There was no alleged device malfunction contributing to the bruise. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the bruise is unknown.